Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) batteries were not charging and is difficult to remove.there was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1: full initial reporter: (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) the backup batteries were sticking in the battery bays. Also, that they had been having trouble charging up to full charge. There was no patient involved.

Manufacturer narrative:
Updated fields: b4; b5; e1(event site telephone & email); g1; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: d10 a getinge field service engineer (fse) cleaned contacts, batteries remove freely. Unable to duplicate failure the batteries were not charging. Completed cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.